Event description:
"Pt had viabond stent already in place prior. Contra-lateral approach, doctor had made a couple of passes. Went back for another pass. Could almost see stent compressed, now. Removed device but left stent compressed. Took pt. To surgery to remove stent." Pt fine upon follow up.